Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual contains infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to an infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the us that a patient was admitted to the hospital for abdominal pain and diarrhea. The patient was diagnosed with a gi bacterial infection and given oral antibiotics. The patient has a recurrent left pleural effusion and on admission received a "surgical procedure." No additional information available at this time.

Manufacturer narrative:
Additional information received indicated that the patient was taken back to the operating room on (B)(6) 2015 for a left posterolateral thoracotomy, evacuation of left pleural effusion, decortication of let middle and inferior lungs, pleurodesis with talc. This resolved the complication and the patient has been stable since. The patient was reported to have been discharged on (B)(6) 2015. The medical team reported that they do not believe this event is related to the device. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events of gastrointestinal infection and pleural effusion. In addition, the medical team reported that they did not believe the reported events were related to the device. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the reported event include the patient's recent hospitalizations for pleural effusions, significant cardiac disease, and other related comorbidities. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.